Event description:
It was reported that the basket broke while inside the scope. The doctor opened the basket to capture the stone. He captured the stone then performed a lithotripsy. While the doctor was retracting the fragment of the stone in the basket from the patient, the basket broke in the sheath during removal of stone. Additional information has been requested but not yet received.

Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. Upon evaluation of the returned portion of the sample without the basket assembly, kinks were noted in the sheath at approximately 2.9 cm, 56 cm, and 60 cm from the distal end of the sheath. It was determined that the nitinol wire of the basket assembly had broken outside of the control tubes, leaving a portion of the nitinol wire extending from the control tubes and the crimp joint. The nitinol wires, extending from the control tubes, exhibited distortion associated with the nitinol wire recoiling after breaking resulting in a wavy appearance of the remaining wire. This distortion is indicative of the nitinol wire being under excessive tension prior to breaking. The instructions for use states under the section warnings that some objects may be too large to be removed endoscopically using a retrieval device. The use of fluoroscopy and or x-ray to determine the size of the object is recommended; do not use the stone basket if the object is too large to be removed endoscopically. The caution section states objects that are too large to be recovered through the sheath or through the scope channel will require the scope and basket to be removed simultaneously from the urinary tract. If resistance is encountered during advancement or withdrawal of the device, stop and determine the source of the resistance, as continued resistance may damage the device and could result in patient injury. Take action to alleviate the resistance. Where necessary, use of a lithotrite may be required to reduce the stone burden within the basket, provided that no direct contact is made with the stone basket. There are multiple indicators that the product was overstressed, thus causing it to fail. The exact cause is most likely that the product was stressed beyond its design limits.